Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they have received motor error alarm, and their pump was unexpectedly powered off. The customer states the device will shut off, buzz and beep. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The pump was found to have passed the displacement test and manual prime without a motor error alarm. The customer was advised the pump is function as designed. The customer was advised to monitor the device and call back if issues persist.